Manufacturer narrative:
The arjo representative was informed about the event involving passive floor lift maxi 500. It was reported that during initial phase of patient transfer, when the patient was lifted from the floor the spreader bar detached from the device. The resident was still laying on the floor when the event happened. It was reported that two or more caregivers assisted the patient .the resident was taken to the emergency room, the patient was admitted for observation and released without any need for a treatment. After the event, the device was inspected by the arjo service technician. The visual inspection showed that the device pivot bolt broken from the spreader bar (this part is intended to attach the spreader bar to t-bar, hold the spreader bar in the correct position). Please note that the device has been in use for approximately 14 years. The expected life of a maxi 500 is 10 000 cycles or 7 years (4 cyles/day). The IFU for maxi 500 (001.20815 rev. 0) contains information that: every month qualified technician needs to ¿make sure that the pivot shoulder bolt is securely fastened and the cotter pin is in place.¿ the manufacturer analysis base on photographic evidence provides a hypothesis that the part was broken due to fatigue rupture. Which might occurred due to the age of the device. To conclude, the lift was used for the patient¿s care and in that way contributed to the alleged event. Since the spreader bar detached from the device, it can be stated that the device did not meet its performance specification. We report this event to competent authorities due to the fact that if the event will re-occur it might lead to serious injury as a consequence of the event.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer when the patient was lifted from the floor the spreader bar detached from the device. The resident was in the emergency room, the patient was admitted for observation and released without any treatment.